Manufacturer narrative:
Section a4, a5: unknown, information asked but not provided. Section b3: date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2023. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a toric intraocular lens (iol) was explanted from a patient's left eye as patient cannot see traffic signs. The patient closes left eye to drive at night, "concentric circles, turns starburst, shadows". Another johnson & johnson lens of different model and diopter (diu150, 20.0 d) was used as a replacement. The lens will not be returned as it was discarded after explant. No further information was provided.